Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. The reporter stated that the pump emitted multiple replace battery alarms in the last 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/12/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/01/2014 with the following findings: there were multiple replace battery alarms observed in the black box history. The battery cap was not returned with the pump, so a test cap was used. The battery cap was able to fully tighten to the pump and a power loss was not observed. The battery compartment was intact and current draws were within specifications. There was evidence of moisture contamination observed internally when the pump case was removed.